Manufacturer narrative:
This is a duplicate report of 1818910-2019-96645. 1818910-2019-99441 is being retracted as it is report duplication. 1818910-2019-96645 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for right knee revision to address aseptic loosening. Doi: (B)(6) 2006. Dor: 06/04/2019. (Right knee). Femur, tibial tray, and tibial insert were revised.